Event description:
Augmedics became aware of a patient vascular injury that occurred during a posterior cervical spine procedure in which the navigation system was used off-label at the c2 level. The surgeon presented the case publicly on (B)(6) 2025, acknowledging that c2 cannulation was off-label. Levels c7-c3 were accurately instrumented using the xvs system. C2 was the last vertebra to be instrumented with the system and was the only one inaccurate. Thus, the investigation suggests the injury likely resulted from the movement of c2 after registration rather than a system malfunction, but the root cause could not be confirmed due to limited data. Due to the inability to determine a definitive root cause, owing to the absence of clinical or visual evidence, and since an adverse event occurred while using the system, it was decided to report this event.